Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the high voltage module was replaced as a remedy. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 80" messages. Complainant indicated that there was no patient involvement in the reported malfunction.